Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed a fault code 08 (motor controller fault detected) error message. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a fault code 08 (motor controller fault detected) was confirmed during functional testing and review of the archive data. The root cause was due to a failed drivetrain motor, likely attributed to the failed component. During visual inspection, there was no physical damage observed on the autopulse platform. In addition, unrelated to the reported complaint, the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. The clutch plate was replaced and the encoder was cleaned to remedy the encoder driveshaft issue. During the archive data review, a fault code 08 was observed, thus confirming the customer complaint. The autopulse platform failed initial functional testing due to fault code 08, thus confirming the customer complaint. The drivetrain motor was replaced to remedy the fault. Following the service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
**UDI related data quality updates only.**